Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed and the helix extended. But then the operator was unable to remove the stylet from the lead after several attempts were made. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and analysis was performed and no anomalies were found. The stylet returned in the lead was removed without difficulty. The removed stylet had a kink; therefore a new stylet was used for the stylet insertion test.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.